Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible the resistance was related to dry hydrophilic. It is suspect that the difficulty noted after soak was due to testing error as when it was repeated by manufacturing team there was no issue. Additionally, the device was disassembled by this point. Adhesive on the foot is not unusual, though seemed excessive, the likelihood of the foot being adhered is very low as the foot is opened and closed about nine times during manufacture. In this case, the cause of the difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A sterile/unused proglide device was received at abbott vascular. Analysis of the device found no damage noted to the sterile/unused device. During functional testing, the lever was attempted to be opened and resistance was felt. The handle halves were opened to inspect the actuator wire. An attempt was made to deploy/retract the foot via manually retracting the actuator wire; however, there was resistance noted. The guide tube was peeled to inspect the actuator wire inside the guide halves. There was no adhesive nor anomalies noted to the actuator wire. There was still resistance with the actuator wire. The foot and guide were inspected and observed adhesive around the foot and on both sides of the guide halves. No additional information was provided.